Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
I found three pieces of tampon inside me- vagina [foreign body in reproductive tract] pain stomach, hurt my stomach [abdominal pain upper] body felt like I was getting sick all over [malaise] odor vagina, gave me very bad odor [vaginal odour] bad discharge vagina [vaginal discharge] three pieces of tampon (inside me)- tampon [device breakage] . Case narrative: consumer reported via e-mail that she found three pieces of tampon inside her. No serious injury reported.

Event description:
I found three pieces of tampon inside me- vagina [foreign body in reproductive tract]. Pain stomach, hurt my stomach [abdominal pain upper]. Body felt like I was getting sick all over [malaise]. Odor vagina, gave me very bad odor [vaginal odour]. Bad discharge vagina [vaginal discharge]. Three pieces of tampon (inside me)- tampon [device breakage]. Case narrative: consumer reported via e-mail that she found three pieces of tampon inside her. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.